Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service/wrench code) has been confirmed. Upon investigation, capacitor c19 on the defib pca was shorted. The cause of the failure was isolated to the shorted capacitor. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service/wrench code.